Event description:
It was reported via clinic notes for the pt that "since her last visit, her seizures, particularly her small 'type I' seizures are becoming more frequent..." It was also noted that "her seizures are gradually becoming more frequent and her vagal nerve stimulator battery is noted to be low. This may explain why her seizures are worsening." The pt underwent prophylactic generator replacement on (B)(6) 2011. Attempts for further info have been unsuccessful to date. Product was returned to the manufacturer, but analysis is pending.